Event description:
It was reported that the cartridge would not fully snap into pump. There was no adverse impact to customer's blood glucose level. The customer replaced the cartridge and resumed insulin therapy successfully.